Event description:
It was reported while inserting a femoral vein sheath for a cardiac catheter ablation procedure, a dissection of the femoral vein occurred. The physician inserted two femoral vein sheaths without difficulty. While inserting the third sheath which was a swartz braided transeptal introducer resistance was met and dissection of the femoral vein was noted. The femoral vein anatomy was noted as tortuous near the iliac bone and the introducer made an abnormal curve in the vessel. A CT scan was performed while the introducer was present in the vein which revealed no active bleeding. Upon removal of the introducers it was noted the tip of the swartz introducer was damaged. The ablation procedure was terminated. The patient remained hemodynamically stable throughout the event and was discharged from the hospital two days later.

Manufacturer narrative:
One 8f swartz introducer and one 8f dilator were received for evaluation. Microscopic examination revealed the tip of the dilator had encountered some type of blunt contact; which caused the material to split and flare open. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.